Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient presented to the emergency room (ER) due to a skin infection. The legal guardian stated that the patient was diagnosed with cellulitis and treated with an unspecified antibiotic. Prior to seeking medical attention, the patient had been wearing a pod for an unknown duration, and the pod was reportedly leaking insulin. No blood glucose level was reported at the time of the event. Follow-up attempts are ongoing to obtain additional information, including the date medical attention was sought, details of any further treatment provided, and additional information regarding the medical event.